Event description:
It was reported, that the customer was hospitalized for high blood glucose levels, as well as other health related issues. It was reported, that the customer had high blood glucose levels all day prior to being hospitalized. Troubleshooting revealed that the pump programming was correct. The insulin pump passed the selftest. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.